Event description:
A 2 year old male with medical history of transposition of great arteries. Atrial septal defect and ventricular septal defect s/p blalock-taussing shunt underwent rastelli using 15mm aortic homograft. 1 1/2 years later patient required explant due to stenosis and calcification.